Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute onyx drug eluting stents to treat a lesion. It was reported that the devices were unable to cross the lesion and stent damaged occurred. No patient injury reported.